Manufacturer narrative:
Additional date: d4. No physical device was received. Based on the provided information by the customer, the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: per the reported information, the customer will return the device. The reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. However, pictures were provided by the customer. The pictures were reviewed and it appeared that the anchor and the hinge were detached from the device. Root cause description: the potential root cause for this failure could be due to the screws not being fully tightened to the device which would have caused the screws to become loose and detach from the device. Another potential root cause could be due to the glue that was holding the hinge had come off which would have caused the hinge to break off. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a silent nite appliance has broken. Reportedly the hinge has broken. Patient received the appliance on (B)(6) 2025 and reported the breakage on (B)(6) 2025. No injury was reported.

Manufacturer narrative:
The complaint device has not been returned. Should the device be returned, ann investigation will be performed and a supplemental report will be submitted. Manufacturer reference: (B)(4).